Event description:
It was reported that patient underwent an unknown surgery on (B)(6) 2024, and suture was used. During the surgery, when the package was about to be opened, it was found that there was a hair in the sterile package. The package was not opened. There were no adverse consequences to the patient. Further details are not available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/30/2024. H6 component code: c22 - photo analysis h3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, one unopened sample that pertains to product code d9241. During the visual inspection of the foil packet, a hair piece in the seal area was found. The foil of the sample was inspected and noted that has a complete channel/bridge on the seal area which is compromising the sterile barrier of the packet. Additionally, a photo was provided, and with the same condition as the received sample. Based on the information currently available, suture in the seal was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.